Event description:
The customer reported the speaker was defective. It is unknown if the speaker produced any sound. It is unknown if the device was in use at time of event, and there was no adverse event reported.

Manufacturer narrative:
E1: reporter institution phone number: (B)(4). E1: reporter phone number: (B)(6). Reporting institution name (B)(6). Diagnostic/functional testing was performed at a philips bench repair facility and analyzed by a philips bench repair technician (brt). The results of the analysis indicate there were no functional defects found. The unit was tested and the defect claimed by the customer could not be reproduced. At the customer's request, philips replaced the speaker assembly. The unit passed performance /verification testing, and it was returned to the customer. Based on the information available in the case and the testing conducted, the customer's alleged malfunction could not be confirmed. The reported problem was not confirmed. If additional information is received, the complaint file will be reopened for further investigation.